Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on quality assurance assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported a flap side cut issue during lasik flap creation.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was able to replicate the reported event. The company service representative performed an x/y calibration. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an issue with the x/y calibration. The manufacturer internal reference number is: (B)(4).